Event description:
It was reported that the patient complained of dyspnea during exertion. The patient was interrogated and a lead impedance warning was found on the right atrial lead. The impendence trend was unstable, and there appeared to be noise and no capture at nominal settings. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.